Event description:
The manufacturer received information regarding a dreamstation auto CPAP.the device was returned to a third party service center. During visual inspection of the device, foam particles were observed in the device. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.